Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their implantable cardioverter defibrillator (ICD) was sounding audible alerts. Further information indicated that the patient's right ventricular (rv) lead had triggered a lead integrity alert (lia) with increased sensing integrity counter (sic), high rate non-sustained episodes, nonphysiologic noise, high thresholds and undersensing. A lead fracture was suspected. A lead revision took place and the existing lead was capped and a new lead was placed. Upon connecting the existing device to the new lead, the noise problem persisted. After much troubleshooting, the physician decided to replace the ICD as well as there was concern that there was a potential issue with the device sense amplifier. The ICD was replaced and the issues were no longer present. No patient complications have been reported as a result of this event.